Manufacturer narrative:
The customer's complaint of a "cool line (lot #182117) catheter leak" was confirmed during the functional testing. A leak was observed at three locations (at the 18 cm shaft marker, medial infusion hole, and proximal end of the medial luer port). The root cause of the leak was a small sharp cut. The cut on the catheter likely occurred while the catheter was being sutured to the patient with the manifold tabs. The suture needle or other sharp tools, such as a scalpel, may have accidentally cut the catheter shaft, attributed to user error. In a normal scenario with no damage or cut on the catheter shaft, the probable root cause for the leak at the medial infusion hole (located at the distal end of the catheter tip) and at the medial luer port could be a weakened wall between the lumens, which survived pressure testing during manufacturing but resulted in a leak during the use. However, in this case, the cut on the shaft could have damaged the lumen wall and resulted in a leak. A visual inspection was performed, and no physical damage was observed. Functional testing was performed. All infusion ports and lumens were flushed without resistance. During the functional pressure leak test, the catheter was connected to a pressurized inflation device. Upon pressurizing the catheter up to 100 psi, a leak was observed at three locations, at the catheter's shaft, which is located 18 cm away from the catheter tip (4 cm away from the distal end of the manifold), at the medial infusion hole (located at the distal end of catheter tip) and at the medial luer port. No leak was observed from the balloons. Further investigation was performed by inspecting the shaft leak under the microscope, and noted a small sharp cut located at the 18 cm shaft marker, thus, confirming the reported complaint. It is unlikely that the defective catheter was shipped. During manufacturing, all catheters are 100% inspected for leaks by subjecting them to pressure testing. Only units that passed are moved to the following process. Historical complaints were reviewed for information related to the reported complaint, and there was no previous history of complaint reported for cool line catheter with lot #182117.

Manufacturer narrative:
Zoll has not received the cool line catheter for investigation. A follow-up report will be submitted if and when the product is returned, and the investigation has been completed.

Event description:
On (B)(6) 2023, at 08:00 pm, ivtm therapy began using a cool line catheter (lot #182117). The catheter was inserted into the left internal jugular vein, and no problem, such as difficulty in insertion, was experienced or noted. At midnight on (B)(6) 2023, the saline level from the saline bag decreased by about 50 ml. So, the customer suspected a catheter balloon leak and stopped the thermogard xp ivtm system until the doctor arrived. While the console was stopped and before the doctor replaced the catheter, a cooling blanket was used to control the patient's temperature. On (B)(6) 2023, at 7:40 am, the suspected catheter was replaced with a new cool line catheter, the saline bag was replaced, and ivtm therapy was resumed using the same thermogard xp ivtm system. The removed catheter was tested by injecting saline, and catheter leak was confirmed from two locations, one at the balloon and the other at 17 cm from the catheter tip. No consequences or impacts on the patient.